Event description:
It was reported that the right ventricular lead exhibited low impedance and noise. An x-ray revealed no lead anomalies. The lead was explanted and replaced. The patient was in good condition after the procedure.